Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to perform an internal water pathway replacement to repair the device. The device has been received at cardioquip and the repair will be completed soon. After repair the device will be returned to specification and fully functionality.

Event description:
A cardioquip customer found their device was contaminated. Bacterial levels were outside cardioquip specifications. Customer is requesting an internal water pathway replacement to remediate contamination.